Manufacturer narrative:
A service and repair evaluation was preformed: the customer reported the item fell apart. The repair technician reported the handle was broken, and the etch was missing. Handle cracked/broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on (B)(4) 2015. A manufacturing evaluation was preformed: one of the following device(s) was received: small handle (part # 311.43 / lot # 5130135 / mfg. Date: 12/2005). The returned device shows regular use during its lifespan. The knob on the handle functions as intended. The coupling actuated as designed. The handle has completely broken in half and is mostly detached from the metal coupling. A portion of the brown handle was not returned. The exact cause for damage could not be determined, but it is likely the result of material wear from use and sterilization cycles over 9+ years of use. The complaint condition is confirmed. The returned instrument(s) is used in numerous systems for tapping, inserting screws, and tightening implants. A visual inspection, functional test, complaint history review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Device drawing(s) were reviewed. The revisions were to improve the function of the handle. No drawing issues or discrepancies were noted on the current drawing revisions. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint condition was caused by wear accumulated over the life of the device rather than the design of the instrument. A service history review was preformed: part no: 311.43, lot no: 5130135. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 9-dec-2005. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the service history record review could not be completed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a handle with quick coupling fell apart in the middle of a surgical procedure. Another part was immediately available. No additional information was available. Updated information received on september 9, 2015 indicated that the device broke into two (2) pieces with some fragments in the middle of a tibial plateau fracture procedure. The fragments were easily removed and another part was immediately available. There was no harm to patient and no delay in the procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the service history records will been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.